Event description:
It was reported that the index procedure was (B)(6) 2008 and the 90% stenosed obtuse marginal artery lesion was treated with pre-dilatation and placement of a 2.25 x 12 mm (B)(4) study stent, with 0% residual stenosis. On (B)(6) 2008, the subject was discharged on aspirin and clopidogrel. It was noted that the subject was having exertional chest pain since the initial index procedure date and on (B)(6) 2009, the subject presented with coronary chest pain. On (B)(6) 2009, the subject received one stent in the right coronary artery and one promus stent in the diagonal and saphenous vein graft (svg) to the first diagonal. The subject was discharged without reported issue. On (B)(6) 2012, the subject was admitted for complaints of exertional angina and dyspnea and was diagnosed with 99% instent restenosis of the previously placed promus stent in the 1st diagonal. The subject was treated with the placement of another promus stent with 0% residual stenosis. On (B)(6) 2012, the event was considered resolved without residual effects and the subject was discharged on the same day. It was noted by the investigator that the event was not related to the index procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiency. The reported patient effects of angina, dyspnea, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.